Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsiv-2, serial number/date (B)(4) is approximately 6 months old. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Provider states motor leaking oil. No injury reported. Please note that any further information or evaluation will be forwarded in a supplemental report.